Event description:
It was reported that a patient underwent a laparoscopic ipom hernia repair and mesh was implanted. Approximately six month later, the patient experienced a bulging at the site. On (B)(6) 2013, he underwent a laparoscopic revision surgery. It was noted that the patient had a small recurrent hernia. The surgeon opines that the recurrence was due to the mesh being placed to deep into the pelvic floor, thus not covering the entire hernia. It was also noted that there were strong adhesions present. The adhesions were dissected. A new mesh was used to repair the defect.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.